Event description:
It was reported this biliary stent was placed at the iliac vein bifurcation during a bilateral stent placement procedure. It was indicated this stent immediately migrated to the aorta. An attempt to retrieve the stent was unsuccessful. The pt was transferred to another facility for successful surgical removal of the stent. The pt's condition is good. Follow-up revealed the trigger mechanism of this device incorrectly identified the stent as a 12mm-40mm. However, the package and pouch labeling correctly identified the stent as a 12mm-20mm. The physician was aware of this discrepancy prior to placing the stent and measured the stent to confirm the size was a 20mm. Physician would have preferred to place a longer stent, but did not have any in stock, and made the decision to place the 20mm stent. Physician does not attribute this event to the handle label discrepancy, but rather the fact that a longer stent was needed in this situation. The user facility will not release this device for eval. Therefore, no failure analysis is available. Directions for use state: "the symphony nitinol stent transhepatic biliary system is indicated for use in treatment of biliary strictures produced by malignant neoplasm...dilate the stricture as necessary with a balloon dilatation catheter using conventional technique." Same case as MFR # 6000036-2000-00020.